Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 1:00 pm, the patient obtained the error message error 5 on the reported meter; he was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. At 6:00 pm the patient experienced the symptoms of feeling sweaty, lightheadedness and confusion. The patient went to the emergency room, where on (B)(6) 2012 at 2:00 am his blood glucose level was tested to be 600 mg/dl. The patient was treated with 8.0 units humalog insulin and 30.0 units lantus insulin. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and the test strips correctly drew in the blood sample. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels indicative of severe injury after the meter issue occurred, and received emergency medical treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.